Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while sleeping. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment with the liberty select cycler when she was found deceased on (B)(6) 2021. The patient had expired in her sleep. The cause of death is unknown as no documentation had been received at the pd clinic. The pdrn stated there had been no issues reported with the liberty select cycler prior to the patient death. The day before the death, the patient reported having issues with low blood sugar. The patient¿s caregiver had also reported (unknown date) that the patient expressed feeling increasingly tired. The patient¿s treatment records had not been accessed for review.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. An as-received simulated treatment was initiated and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and a patient pressure sensor calibration check. There were no visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while sleeping. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment with the liberty select cycler when she was found deceased on (B)(6) 2021. The patient had expired in her sleep. The cause of death is unknown as no documentation had been received at the pd clinic. The pdrn stated there had been no issues reported with the liberty select cycler prior to the patient death. The day before the death, the patient reported having issues with low blood sugar. The patient¿s caregiver had also reported (unknown date) that the patient expressed feeling increasingly tired. The patient¿s treatment records had not been accessed for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: here is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient death as the patient was in active treatment when she passed away. However, there is no documentation of a causal relationship between the use of the cycler and the patient death. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient had reported blood sugar issues and becoming increasingly tired prior to the death. No cause of death was documented. Long-term survival in dialysis remains poor with only 11% of peritoneal dialysis patients surviving past 10 years. Cardiovascular disease accounts for the majority of those deaths. Based on the available information and no evidence or allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patients death.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while sleeping. Additional information was obtained through follow-up with the patients peritoneal dialysis registered nurse (pdrn). The patient was in treatment with the liberty select cycler when she was found deceased on (B)(6) 2021. The patient had expired in her sleep. The cause of death is unknown as no documentation had been received at the pd clinic. The pdrn stated there had been no issues reported with the liberty select cycler prior to the patient death. The day before the death, the patient reported having issues with low blood sugar. The patients caregiver had also reported (unknown date) that the patient expressed feeling increasingly tired. The patients treatment records had not been accessed for review.